Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Our clinical/medical team noted: insufficient clinically relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. However, it was reported that the early revision was due to the infection. The patient impact beyond the likelihood of antibiotic therapy, likely discomfort, and the revision procedure with a post-op rehabilitative phase cannot be concluded. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed. An oxinium head was changed.